Event description:
A potential product issue has been reported with our artiste mv linear accelerator. In the abundance of caution, this issue is being reported. When the rt treat's the pt, they realize the previous day's treatment record (which had recorded correctly yesterday) is now wiped both ois and rtt pt record, meaning they now only have the print out to prove they delivered the correct dose yesterday. So if the printer failed to print the first day and the user did not realize, that means if above occurs then there is no real record of a pt's treatment from the day before for a fully electronic record keeping dept! (Except for the charge capture summary in ois, which would indicate you had treated, but without providing substantial dosing evidence). There was no report of mistreatment, injury and/or death reported. Preliminary root cause has not been determined, and further investigation is requested. Corrective action is that an update of risk analysis is to be evaluated and corresponding adequate actions to be performed by company (B) (4).

Manufacturer narrative:
Preliminary risk assessment indicates: severity: 3 (critical). Part 1: 3 (critical) -reason: critical for more than one fraction. Part 2: 1 (negligible) -reason: negligible for a single fraction (please note, literature (e.g. Iaea) indicates that dose should be delivered within 5% accuracy based on tcp data-see literature extracts below- a single fraction is well within this band, therefore negligible). Probability: c (remote). Part 1: c (remote) -reason: improbably (to maximum remote) for more than one fraction -here assuming the same conditions as above, but multiple times for one single pt. Part 2: c (remote) -reason: remote for a single fraction (assuming this recording error goes un-noticed, despite the message at rtt, etc... And the user does not perform a manual recording, and a treatment plan is intentionally changed after this failed transfer/record in lantis). Treatment plans are normally only changed at a pre-determined stage in the treatment, meaning after dose x or fraction x and usually this change also means that the charts are carefully checked at that point in time. Preliminary root cause: the treatment records have been sent to lantis via pvdg. Record storage failed and jobs have been deleted later. No other products are concerned.